Manufacturer narrative:
(B)(4). Additional narrative: the initial procedure was performed on (B)(6) 2009. At the ten day post operative appointment, the patient could feel sharp corners under the skin. The patient was told there was scar tissue growth. The patient is still recovering from the second procedure and cannot determine if the pain is any better.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure in (B)(6) 2009 and mesh was placed. After the procedure, the patient experienced chronic abdominal pain, sudden stabbing pains and a sensation of having open safety pins puncturing from the inside, therefore, a second umbilical surgery was performed. The crumpled mesh and sutures were removed on (B)(6) 2011. Currently, the patient continues to suffer from chronic abdominal pain daily.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.